Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported bent pins on the battery pca. There is no reported patient involvment.